Event description:
Caller reported an alarm related to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the trusteel infusion set and resuming insulin. Despite frequent occlusion issues, the customer was advised by cts to contact for support when experiencing an occlusion. The customer understood and acknowledged the advice given.